Event description:
Reporter indicated that vns pt underwent ncp system replacement surgery due to an increase in seizure activity above pre-vns baseline frequency. It was reported that device diagnostic testing performed approximately five months prior to replacement surgery was within normal limits, indicating proper device function at that time. The elective replacement indicator was no, indicating that the generator battery had not reached end of life at the time that the diagnostic testing was performed. The pt had not experienced any recent high stress, family problems, injuries/trauma, or medication changes that may have contributed to the increase in seizure activity. During the replacement surgery, the neurosugeon reportely noted a "suspicious lead fracture". A loss of vns therapy due to an apparent lead fracture is the likely cause of the reported increase in seizure activity; however, the cause of the reported lead break is unknown. The device was not returned to manufacturer for analysis.